Manufacturer narrative:
Concomitant medical products: product ID: sedr01 ipg, implanted: (B)(6) 2008. Product ID: cf99505729 tissue valve, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead demonstrated fluctuating impedances, sensing and capture thresholds that were consistent with a lead insulation and conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.